Manufacturer narrative:
Investigation showed that the dorc vfi pack for silicone oil syringe (1363.dd) can lead to breaking of the glass syringe containing the dorc silicone oil when mounting the syringe in the adapter. Recall on 1363 dd has been initiated and update to design. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
Dorc became aware of a potential performance issue concerning the vfi adapter of the vfi pack for silicone oil syringes during use in combination with glass prefilled silicone oil syringe. Investigation showed that the dorc vfi pack for silicone oil syringe (1363.dd) can lead to breaking of the glass syringe when mounting the syringe in the adapter. No injury reported.